Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. Device evaluation found flickering image due to bad cable connector . A device history review revealed no issues that could have caused or contributed to the reported issue. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had an issue when trying to display the image. The reported malfunction occurred during preparation for an unspecified procedure prior to sedation. There were no reports of patient injury or medical intervention associated with this event.

Manufacturer narrative:
Follow up communication was performed to gather addtional information regarding the event reported, however, was unsuccesful as customer did not provide further information other than stating "there is no further information to provide". The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head had an issue when trying to display the image. The reported malfunction occurred during preparation for an unspecified procedure prior to sedation. There were no reports of patient injury or medical intervention associated with this event.